Event description:
During preparation for implant placement, the instrument was inadvertently titled and the vena cava and left iliac vessel entered the implant insertion field. The vena cava and the left iliac vessel were then caught between the implant and the instrument and subsequently damaged when the implant was advanced. The implant was not fully implanted, therefore removed to facilitate the repair of the vessels. The pt lost a large amount of blood during the repair of these vessels.